Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 560mg/dl. The customer states they treated with manual injections. Troubleshoot was unable to be conducted due to customer not being home with pump. The wife was advised to have customer call back at a later time in order to troubleshoot for the blood glucose.